Event description:
Hosp personnel attempted to intiate transcutaneous pacing on a pt, condition unk. According to the reporter, the electrodes would not remain connected to the device's pacing cable. No adverse effects to the pt were reported as a result of the alleged malfunction.